Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s device was depleted. It was reported that the patient did not charge their device and the device was overdischarged. The rep was doing a device reset to determine if the device would come back on. No surgical intervention occurred and it was asked but was unknown if surgical intervention was planned. No further complications were reported/anticipated. On (B)(6) 2020, additional information was received from the manufacturer representative (rep) reporting that a battery device reset was done and the battery did not restart. The overdischarge was not resolved. The battery was dead and would not come back. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the hcp would be replacing battery.